Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found in specification in relation to the reported 'pump shut down during infusion'. The reported problem of 'pump shut down during infusion' was recorded in the event history log (ehl) review as ' improper shutdown!' Messages, but it was not duplicated during evaluation. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced pump shut down during infusion (medication, programmed amount and delivery rate unknown). This occurred in the north 7 department during infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.